Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an arteriovenous (av) fistula in a dialysis patient. After the left brachiocephalic fistula was prepared four days prior to the procedure angiography revealed a stenosis of the cephalic vein near the ostium with the subclavian. The fibrotic lesion was crossed without resistance felt. The armada 35 balloon was being inflated with an indeflator using a step by step technique to about 16/17 atmospheres which took about 1 1/2 hours when the patient experienced an acute pain. A noise was heard due to the balloon rupturing. The balloon rupture was confirmed by the observation of blood in the inflation syringe. Resistance was felt when the armada 35 balloon catheter was retracted from the anatomy. Angiography revealed the edge of the balloon, still opaque from contrast, and the distal radiopaque marker were separated and remained in the anatomy. The balloon fragment was removed using a snare device. Contrast injection during angiography revealed that the marker had migrated to the subclavian artery. Angiography also revealed a dissection in the vein which was treated with a covered stent after which balloon inflations were performed with another armada balloon catheter. The balloon marker was then confirmed to have migrated to the pulmonary vessels where it remains. The av fistula was open and working. Angiography did not reveal any vascular problems. The patient was discharged; however, is scheduled for an x-ray in the next few days. No additional information was provided.